Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress, loose components, or damage to the power circuit was found.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.